Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted right ventricular (rv) implant. Dislodgement and high pacing thresholds were observed during the procedure. It was reported that the patient experienced greater than 2 seconds of asystole leading to decompensation and was in an exit block resulting from a previously performed ablation procedure. The patient was stabilized and no additional adverse effects were reported. The procedure was completed with a competitor lead; this lead is not available for return.